Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011, as part of (B)(4) study. According to the complainant, following the successful completion of the procedure the patient experienced an event of nausea. It was resolved on the same day after the patient took a preexisting prescription of zofran. Additionally, on (B)(6) 2011, the patient began to cough. The cough was resolved on (B)(6) 2011, after the patient took some previously prescribed, leftover cheratussin prn. On (B)(6) 2011, the patient began to experience a headache from the coughing, however this event was resolved along with the cough. Additionally, the patient experienced a fever and chills indicative of acute bronchitis, which was treated with levaquin. The event was reported as continuing. No hospitalizations or emergency room visits occurred from any of the above events. The procedure was completed with the original catheter with no device malfunctions. Update (B)(4) 2012. The acute bronchitis resolved on (B)(6) 2012. Correction (B)(4) 2012. The acute bronchitis resolved on (B)(6) 2011.

Manufacturer narrative:
Correction: date resolved updated from (B)(6) 2012 to (B)(6) 2011.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2011, as part of the (B)(4) study. According to the complainant, following the successful completion of the procedure the patient experienced an event of nausea. It was resolved on the same day after the patient took a preexisting prescription of zofran. Additionally, on (B)(6) 2011 the patient began to cough. The cough was resolved on (B)(6) 2011 after the patient took some previously prescribed, leftover cheratussin prn. On (B)(6), 2011 the patient began to experience a headache from the coughing, however this event was resolved along with the cough. Additionally, the patient experienced a fever and chills indicative of acute bronchitis, which was treated with levaquin. The event was reported as continuing. No hospitalizations or emergency room visits occurred from any of the above events. The procedure was completed with the original catheter with no device malfunctions. Update (B)(4) 2012: the acute bronchitiis resolved on (B)(6), 2012.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2011, as part of the post approval (B)(6). According to the complainant, following the successful completion of the procedure the patient experienced an event of nausea. It was resolved on the same day after the patient took a preexisting prescription of zofran. Additionally, on (B)(6), 2011 the patient began to cough. The cough was resolved on (B)(6), 2011 after the patient took some previously prescribed, leftover cheratussin prn. On (B)(6), 2011 the patient began to experience a headache from the coughing, however this event was resolved along with the cough. Additionally, the patient experienced a fever and chills indicative of acute bronchitis, which was treated with levaquin. The event was reported as continuing. No hospitalizations or emergency room visits occurred from any of the above events. The procedure was completed with the original catheter with no device malfunctions.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.